Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the localizer was not connected with the navigation system. It was reported that the site was seeing intermittent localizer disconnected in the software. There as no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the ethernet cable was replaced on the navigation system to restore functionality. The ethernet cable for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: updated with corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
Troubleshooting performed observed that when the camera was moved, it would go in and out. A sever kink in the cable was observed.